Event description:
It was reported to MFR that the vns pt was seen for a follow up visit and both normal mode and systems diagnostic tests performed on the pt's device revealed high lead impedance, dcdc = 7, and eos = no. The site reported that there was no manipulation or trauma that occurred prior to the diagnostic test result. Additionally, the pt had been having an increase in seizures, relationship to pre-vns baseline unk. Further follow up revealed that the pt was seen on the following week where the device was disabled per our recommendation. X-rays have not been taken and medication adjustments have been made to help with the seizures. The family has decided to hold off on replacing the lead at this time. The site noted that the increase in seizures was believed to be related to the high lead impedance.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death.